Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to high, low voltage pacing threshold. No further information is available.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.